Event description:
Complainant alleged that the medic was attempting to monitor a pt (age and gender unknown), using the three lead ECG cable with the device in semi-automatic mode, but the device displayed a "cable fault" error message and a flat line ECG signal, although the pt did have a heart rhythm. The medic then checked all connections, and all appeared securely attached. The device was then turned off/on, but it displayed the same error message. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. Please reference medwatch report numbers 1220908-1999-00498 and 1220908-1999-00522, which document two previous events that occurred with the same device, on two different pts.